Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus and the cursor did not align. Analysis also noted that the upper and lower case replacement handles were cracked and the emergency connection to the xy board was loose. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the curser on the programmer screen did not align with the stylus tip and would not allow access to the top left side of the screen. A recalibration was done but the issue remained. The programmer was returned for service. There was no patient involvement.